Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately eight years post chronic catheter placement, the healthcare provider attempted to remove the catheter; however, the catheter had adhered to the patient's body. It was further reported that approximately ten years post chronic catheter placement, the patient expired. Reportedly during autopsy, foreign material was found in the lung. The potential cause of the patients death was lung hemorrhage.